Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that several patients have been burned by the m3716a electrodes (heartstart pads adult/child radiolucent multifunction electrode pads). The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. Additional information is being requested regarding the nature of the reported burns.

Event description:
It was reported to philips that several patients have been burned by the m3716a electrodes (heartstart pads adult/child radiolucent multifunction electrode pads). The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported that "traces" of burns were noted where the pads were placed. Additional information was requested regarding the patients, description/size of burn, and any treatment required, however the customer could not obtain this information.